Event description:
It was reported the pt experienced difficulty establishing communication with her ipg. She stated she felt her ipg may have migrated as she was having "issues" with the pocket. F/u identified the device had flipped. It was reported surgical intervention will not be pursued at this time. The physician stated he would monitor the pt to determine if the issue persists.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.